Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection and urinary problems. It was reported that patient underwent mesh revision (B)(6) 2012 on by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent surgical removal of the mesh on (B)(6) 2010 due to erosion of mesh and on (B)(6) 2010 due to pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.